Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the psu was damaged. The psu was then replaced. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for analysis. Analysis found that the part functioned as intended and no failure was found. Product event summary #s7 camera not communicating product analysis # (B)(4). Mnav comment subject: work order (B)(4). Mnav comment ID: (B)(4). Mnav comment: summary: work order passed. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for outside of a procedure. It was reported that the site was not able to communicate with the imaging system with the navigation system. The navigation system was beeping, and the camera had an amber fault light. There was no patient present at the time of the event.